Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. An alert for no rf telemetry was available was observed. No intervention was performed to resolve the issue and the device remains implanted. The patient was stable and will continue to be monitored.